Event description:
It was reported that this right ventricular (rv) lead exhibited increasing shock impedance measurements rising above 150 ohms. Technical services (ts) discussed possible reasons, including likely calcification. The physician was likely going to implant a new rv lead as this lead was approximately seventeen years old. The health care professional (hcp) would consult with the physician. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.